Event description:
Treatment of an avm with onyx. It was reported that the catheter ruptured during onyx injection. Upon removal, the catheter separated with the distal segment remaining in the patient. It was reported the patient has a minor deficit. Same event as MDR# 2029214-2011-00148

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event. (B)(4).